Manufacturer narrative:
A ge svc rep performed an onsite investigation. The boards, wires and connectors were reseated. The power supply and the generator interface board were replaced, the calibration files were reloaded and the transformer connectors were tightened. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system displayed communication and control panel errors outside of a case. No pt injury was reported.